Event description:
The customer reported that the rotator broke during use. No harm or injury was reported. Three additional defective devices were returned by the customer under form FDA 3500a 1721504-2011-00249. This is one of three reports for this complaint: 1721504-2011-00302 and 00303.

Manufacturer narrative:
Device evaluation: one used suspect device was returned for evaluation. The customer did not specify if this was the initial use of the device. Upon visual inspection, the complaint was confirmed. The rotator had separated at the bond between the collar and the housing. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found no similar complaints for this lot number. The root causes of the failure are attributed to the manufacturing bonding process. Corrective actions have been implemented to address this type of failure. This lot was built prior to implementation of the noted corrective actions. Evaluation method: process evaluation.